Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics at this time has been submitted.

Manufacturer narrative:
A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. No conclusive evidence identified for reported issue, the system was working within amo specification. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported during a cataract procedure the phacoemulsification unit had phaco power unresponsive. The surgery center completed the procedure with a backup system. There was a 5 to 10 minute delay and it was reported there was no unexpected patient outcome. No patient injury reported. Troubleshooting was performed over the phone. A successful foot calibration was performed. No errors found when reviewing the event log. A prime and tune cycle was performed and simulated surgeries. At the time of troubleshooting, the system was operating as intended.